Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a dislodgement on the right ventricular (rv) lead. The rv lead was surgically abandoned and a new lead was implanted successfully. The lead was no longer in service. No additional adverse patient effects were reported.